Manufacturer narrative:
Control results were within expectations, but the customer did not measure both levels of control every day. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the issue was resolved by recalibration of the free psa assay.

Manufacturer narrative:
Upon troubleshooting the issue, it was determined that the samples were run using a free psa calibration that had low signals for one calibrator level compared to previous calibrations. On 04-feb-2021, the free psa assay was recalibrated and the signal level changed back to previous levels. The second patient sample was repeated on (B)(6) 2021 on the e411 analyzer, resulting with a total psa value of 0.002 ng/ml accompanied by a data flag and a free psa value of < 0.010 ng/ml accompanied by a data flag. This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Initial reporter phone number. Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys total psa immunoassay and the elecsys free psa immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory for the first two samples. This medwatch will cover the free psa assay. Please refer to the medwatch with patient identifier (B)(6) for information related to total psa. The first patient sample resulted with a total psa value of 0.005 ng/ml and a free psa value of 0.130 ng/ml on the e411 analyzer. The sample was sent to another laboratory for testing using a chemiluminescence immunoassay manufactured by siemens, resulting with a total psa value of 0.02 ng/ml and a free psa value of 0.01 ng/ml (percentage of free psa/psa total = 50%). The siemens results were considered correct and released to the physician. The second patient sample resulted with a total psa value of < 0.002 ng/ml accompanied by a data flag and a free psa value of 0.129 ng/ml on the e411 analyzer on (B)(6) 2021. The sample was sent to another laboratory for testing using a chemiluminescence immunoassay manufactured by siemens, resulting with a total psa value of 0.02 ng/ml and a free psa value of 0.01 ng/ml (percentage of free psa/psa total = 50%). The siemens results were considered correct and released to the physician. The third patient sample resulted with a total psa value of < 0.002 ng/ml accompanied by a data flag and a free psa value of 0.128 ng/ml on the e411 analyzer on (B)(6) 2021. These values were released outside of the laboratory to the physician. The serial number of the e411 analyzer is (B)(4).